Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced an infection at the left lead and extension site. As a result, surgical intervention was undertaken wherein the left lead, extension, and burr hole was explanted on (B)(6) 2026 to address the issue. The patient was also administered oral antibiotics to address the issue.